Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the connector reflux is deformed (damaged) . Also, a random sample of 32 units was taken from the manufacturing process, the units were visually inspected in order to verify that the components do not present any deformation or damage; no discrepancies were found during the inspection. Production performs 100% visual inspection to components and assembly in order to verify that there is no deformed or damaged components in the assembly that could cause a bad functionality of the device. No root cause has to be determined since it was unlikely that the damage occurred in the manufacturing process, the most probable root cause is: the part became damaged (deformed) after the product left the manufacturing facilities. Action(s) taken to mitigate the reported issue(s): as a preventive action, a notification of this complaint to the production personnel was conducted by the document control technician.

Event description:
It was reported that the blue connecting part did not fit into the unit - appeared to have a defective tip, plastic looked deformed. Another part was used and it fit well. No patient injury was reported.